Manufacturer narrative:
The reported pump stoppages were not confirmed. No system controller log files were submitted for review. The pump was tested and functioned as intended. The left ventricular assist system (lvas) was returned assembled. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The inlet stator bearing cup and rotor bearing ball revealed a red, soft deposition consistent with blood. There was no evidence of lamination or denaturing to indicate that it was present in the pump while it was operating. The deposition appeared to be post-explant blood. The outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition would have had minimal flow area obstruction if it was present during pump operation. The driveline was cut approximately 2 inches from the pump housing with the rest of the driveline not returned. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. No damage to the metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The evaluation could not confirm the location of the suspected wire issue. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange took place at (B)(6). And was reported under medwatch MFR report# 2916596-2015-01457. (B)(4). Approximate age of device - 1 year, 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was initially implanted on (B)(6) 2015, and the pump was exchanged on (B)(6) 2015 due to thrombosis after a period when the patient was not taking anticoagulation. The patient was referred to another center for cardiac transplant, and developed increased left ventricular hypertrophy (lvh) and was placed on status 1a. Previously unreported to the manufacturer, two pump stoppages had occurred in recent history, with the last one occurring on (B)(6) 2017. A device exchange was performed on (B)(6) 2017. The patient recovered postoperatively, and was to be discharged to a rehabilitation facility. The most recent echocardiogram was taken on (B)(6) 2017, after the pump exchange, and was technically challenging with poor visualization of the endocardium and most cardiac structures. The left ventricle was dilated with paradoxical septal motion and severe global hypokinesis. No right ventricular dysfunction was reported. It was reported that the aortic valve was not easily visualized, but appeared to be opening with each cardiac cycle. The patient was discharged to home in stable condition. No additional information was provided.